Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional for a clinical study reported irritation at the generator site with difficulty charging. Interventions included a reposition of the neurostimulator on (B)(6) 2017 where it resulted in an unscheduled clinic or office visit. The patient reported difficulty charging on (B)(6) 2017. Difficulty connecting the charger was due to position of the generator in the pocket on (B)(6) 2017. The event was not related to the device or therapy but it was reported to be related to the implant procedure. On (B)(6) 2017, the patient was in for post-operative follow up when where they indicated that they had a hard time charging due to angle of battery. The manufacturer representative confirmed that the battery was a little positional. On 2017-02-11, the patient emailed requesting an office visit to see if their battery could be moved. The patient was seen on (B)(6) 2017 where the healthcare professional noted they had difficulty charging their stimulator and had worked on their technique. There was a report that the patient was told that it tips when trying to charge. Patient had tenderness at their battery site but otherwise not systemic or wound problems. The battery was explanted from the left buttock and re-implanted in left thoracolumbar spine location on (B)(6) 2017. It was reported that the issue resolved without sequelae on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study clarified the difficulty charging and observation of the tipped battery occurred post-operative. The patient's relevant medical history includes post laminectomy pain, acquired scoliosis, and myofascial pain. The clinical diagnosis was updated to irritation at the scs generator site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.